Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient's wife contacted lifescan on june 28, 2007 and alleged that the patient was having power issues, error message issues, and missing segments issue with his one touch ultrasmart meter (serial number not provided). The medical affairs specialist was not able to reach the reporter/patient after several attempts via phone. A letter was sent to the address provided. The wife reported 3 separate events (occurred 3 months ago-specific dates/times not provided), however, did not provide any specifics for those events. She only stated that the meter read error #, but was unable to determine what the error # was since the segments were missing on the display. The wife also reported that (unknown time frame in relation to the other alleged issues or the events), the patient could not get a result since the meter would not power on. She further stated the patient was guessed how much insulin to take (insulin regimen-type/doses not provided). The patient was nauseous, dizzy, lightheaded, slumped over, and passed out. The wife called the emergency services. The patient's blood glucose result on the ems meter was in the "low 30-40s, recently 32" and he was treated with IV glucose. At the time of troubleshooting, the meter did not turn on when the power button was pressed or when a test strip was inserted. It was verified that this was not a new product. The alleged issues were not resolved. Although there is insufficient information regarding the onset of the alleged meter issues and the 3 events mentioned, this complaint is reported because the reporter alleged the patient was unable to obtain a result on the meter, experienced hypoglycemic symptoms and was treated with IV glucose by the emergency services. The reported issues were not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/patient.